Manufacturer narrative:
An investigation was performed in response to a complaint of error 2240 bf wash probe failure on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) observed bubbles in line to bf2 when priming wash. The fse replaced the wash inlet solenoid valve to resolve the issue. This investigation confirmed a priming issue due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-900 operator's manual under section 12 ¿ flags and error messages states the following: [2240] bf probe 2 purge failure. Cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. A 13-month complaint and service history review for serial number (B)(4) from the date of 12/14/2020 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported an error 2240 bf wash probe failure on the aia-900 analyzer. The customer tried installing a different wash solution and verified that no wash supply lines were pinched or obstructed. This is reportable event based on delay in reporting patient results for estradiol (e2) and follicle stimulating hormone (fsh).